Event description:
Revision surgery: due to the patient's shoulder dislocating. The surgeon removed the implant and put in a thicker one. Not caused by implant, the surgeon just needed thicker one.

Manufacturer narrative:
The reason for this revision surgery was a bearing had disassociated in the elbow and the locking pin had came out of the implant. The locking pin was left in the patient since it had migrated close to a nerve end and the surgeon felt there was a risk associated with removing the pin. The length of the in-vivo service was 4 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. A search of the djo surgical patient database was not conducted since biomet products and surgeries are not included in the djo historical surgical records at this time. No complaint history is available at this time per zimmer biomet. This event is deemed to be non-product related. The surgeon provided no information that definitively described the root cause or reason of the disassociation. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
The reason for this revision surgery was the patient was dislocating. The in-vivo length of service for the patient's implant was 2.2 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The root cause for the dislocation was not reported. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions, root cause, relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.